Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the installation of the non-olympus cable damaged the ccd device however, the root cause of the component failure it unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during a procedure, the hd autoclavable camera head had image issues. The image disappears and cease to come back up. Additionally, the visual field was suddenly lost. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of no image due to faulty charged coupled device (ccd) unit. Additionally, the evaluation reported a stiff knob and non-olympus cable also need replacement. The faulty parts were replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.